Event description:
It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted during a procedure on (B)(6), 2010. According to the complainant, the patient experienced pain, erosion of her internal bodily tissue, dyspareunia, and other injuries (specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.